Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) earlier than expected. It was planned to replace the device at the appropriate time. Additional information was later received that the patient died 7 days after eri was declared. Cause of death and circumstances surrounding death are unknown. It was reported the patient had recently been hospitalized for aggravation of heart failure. It was reported that there is no allegation that the device is related to the death of the patient. It was also reported that the patient likely died from progression of heart failure. The device was not removed from the patient's body and no information is available regarding the working status of the device prior to the patient's death. No additional information is expected to be received.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction and adverse event. Without the device serial number the manufacture date and expiration date cannot be determined. (B)(4).